Event description:
On 04/14/2009, the sale rep reported that when the surgeon went to lock the center cam it kept slipping. Additional info received from the sales rep on 05/12/2009 via telephone, the sales rep reported that during surgery, the surgeon was attempting to implant the crosslink when the center screw was stripped. The surgeon then explanted the crosslink and implanted another one without difficulty. There was no surgical delay.

Manufacturer narrative:
Requests have been made for the return of the product. Request has been made to obtain the product. Device manufacture date is unk. Evaluation is pending.